Event description:
Per the clinic, the patient experienced an infection around the abutment site, resulting in the decision to remove the abutment. Additional information has been requested but has not been made available as of the date of this report.